Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a very red rash that burns and hurts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest or the skin irritation. Follow up indicated that the skin irritation improved.